Event description:
After a few months of implantation, the catheter broke.

Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in (B)(6) 2022. Investigation results: despite requests, we did not receive the complaint sample. We have received a x-ray picture taken on (B)(6) 2023. The picture shows that the access port was placed via left subclavian vein. The image is not of high quality but seems to show that the reported catheter rupture took place at the level of the collarbone. The pinch-off syndrome seems to be the probable cause of the rupture but we do not have enough concrete evidence to confirm it. Conclusion: without the complaint sample, we cannot conclude on the real cause of this incident. The pinch-off syndrome seems probable but we do not have enough concrete evidence to confirm it. This is an isolated incident inside the whole batch, catheter rupture is a known complication of the access port implantation, documented in the IFU, this is a rare incident, no increasing tren is detectable in our complaint database, consequently, no corrective action is envisaged for the moment.